Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred on the dexcom one application.the patient's child stated that the patient's mobile device was reportedly set to audio on at the time of the incident. The reported stated that the patient's estimated glucose values dropped below user low alert threshold from approximately 11:00 pm on (B)(6) 2022 to 2:00 am on (B)(6) 2022 and there was no audio output. Consequently, the reporter stated that the patient suffered from an undetected hypoglycemic event and was found unconscious by her daughter at about 1:00 am. The daughter responded by taking a fingerstick measurement, which read 1.2 mmol/l, and then called for an ambulance. Paramedics arrived on site and treated the patient with IV glucose (200 mg/ml). No further treatment or medical intervention was reported. At the time of contact later that day, the patient was reportedly feeling weak and nauseous but was stable. A review of performance data shows that the patient's low alert was enabled and set to 4.0 mmol/l with the repeat function set to 60 minutes. The patient's no readings alert was also enabled and was set to trigger after 20 minutes of continuous brief sensor issue. At 10:55 pm on (B)(6) 2022, the patient's estimated glucose values dropped below the user low alert threshold and she received a low alert with an egv of 3.7 mmol/l. This alert was acknowledged immediately. The patient's estimated glucose values (egvs) remained below the low alert threshold thereafter and at 11:55 pm, the patient received a low alert at partial volume with an egv of 2.9 mmol/l. The alert was acknowledged immediately. The patient's egvs remained below the low alert threshold thereafter and at 12:55 am on (B)(6) 2022, the patient received a low alert with an egv of 2.3 mmol/l. Five minutes later at 1:00 am, the patient received another low alert with an egv of low (less than 2.2 mmol/l), which was acknowledged immediately. The patient's egvs remained below the low alert threshold thereafter until 1:30 am, at which point the patient experienced a period of brief sensor issue. At 1:50 am, the patient received a no readings alert at partial volume which was acknowledged immediately. The brief sensor issue concluded at 1:55 am, at which point the patient's egvs were back in target range with an egv of 10.2 mmol/l. The allegation was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. The probable cause could not be determined. No additional patient or event information is available.